Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the right atrial lead exhibited low impedance and insulation anomaly. The lead was capped and replaced. The patient was in stable condition prior, during, and post operation.